Event description:
The user is reporting that the device took too long to charge when retrieved for a patient use event. The patient outcome is unknown.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2024-01880. Device investigation is housed within (B)(4).